Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 396 mg/dl at the time of the incident. The customer used insulin pens to treat. The customer experienced symptoms such as abdominal pain. The customer was wearing the insulin pump during the incident. The caller believes the pump was under delivering. Troubleshooting was not completed but it was found that the infusion set is not changed per the instructions for use. The insulin pump will not be returned for analysis.